Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/4.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was implanted upside down. Intraoperatively the lens was removed with no patient injury. A replacement lens was implanted at a later date and the problem was resolved. The cause of the event was reported as unknown.